Event description:
The customer reported that the collimator intermittently coned (closed) down. This error may cause the system to lock up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, reseated circuit boards and connectors, and reloaded software. The system operates as intended.